Event description:
It was reported that during a procedure to treat an unspecified lesion with moderate tortuosity and moderate calcification for post dilatation of an unknown drug-eluting stent (des). A 3.0 x 15mm nc tenku dilatation catheter was prepped per the instructions per use and advanced without any resistance. When negative pressure was applied before inflation, blood was observed to be coming into the inflation device. The device was simply withdrawn from patient anatomy. A non-abbott dilatation catheter was used for post-dilatation and the procedure was completed without any issues. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: x-tr, sion blue, grandslam; guide cath: hyparion 7fr al 1.0 sh; stent: 2.5 x 23mm xience, 3.25 x 33mm xience, 3.5 x 20mm promus. The nc tenku dilatation catheter device is an abbott vascular maanufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections d1/type and g5/PMA/501k# of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.